Event description:
An endeavor sprint rx drug-eluting coronary stent delivery system length 30mm, diameter 2.5mm was used to treat a lesion which exhibited 85% stenosis and mild calcification in a pt's mildly tortuous distal rca. During a staged procedure, one endeavor sprint rx drug-eluting stent was implanted at the mid rca (ref MFR report # 2953200-2010-00401) and one endeavor sprint rx drug-eluting stent was implanted at the proximal lad (ref MFR report # 2953200-2010-00402). At one month follow up, pt was asymptomatic / free of symptoms. Approx 5 months following index procedure, pt suffered a stroke. Investigator assessed the event as an ischemic stroke. Pt had slurred speech and ataxia. MRI showed ischemic stroke. Investigator indicated that there was no relationship to the study device. Pt was hospitalized for 6 days. Pt is continuing with treatment. At 6 month follow up, pt was asymptomatic / free of symptoms.

Event description:
It was reported that approximately 2 years and 9 months post the index procedure the patient died due to a pulmonary embolism. The investigator has indicated that the relationship between the event and the study device is remote.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B) (4). Evaluation results: cva/stroke.

Event description:
Date of stroke has changed to one day prior to the previously reported date. Patient was treated with medication following the stroke event. Investigator indicated that the event was possibly related to the study device. Outcome of the event was permanent impairment.

Manufacturer narrative:
(B)(4).